Event description:
During assistance for a related report, the nurse (rn) reported while connecting the bags, the tip of the spike touched her hand. The technical service representative (tsr) assisted the rn to end setup to start over with new supplies. The rn confirmed the patient was never connected to the homechoice device. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of use error. Per the complaint information, the spike touched the nurse's hand during set up. Patient did not connect to this set up. The complaint cannot be confirmed in the lab due to a lack of sample. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.